Event description:
The physician attempted to place a 3.5 x 15mm biodivysio stent in the mid-right coronary artery with 70% stenosis. The physician attempted to cross the calcified lesion, but was unsuccessful. He successfully removed the stent. After another pre-dilatation, he tried to cross the lesion again with the same stent. He was unsuccessful again, so he tried to remove the system. The stent became dislodged, and was in the proximal right coronary artery. After unsuccessful snare attempts, he placed another wire and was able to get a nir royal stent next to the bd stent. He inflated the nir and pinched the undeployed bd stent between the deployed nir and the vessel wall. The balloon catheter was a 3.5 mav; guiding catheter was ajr4; the guidewire was a bmw. The vessel size was 3.5 and was not tortuous, but the lesion was excessively calcified.